Event description:
During the implant procedure, the helix of the right atrial lead did not extend. High lead impedances were noted. The lead was removed from the body and exercised. The helix did not deploy with multiple rotations. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. However, it was found to have an outer insulation cosmetic cut, blood in/on helix/lobe mechanism and apparent explant damage.